Event description:
Customer reported a frozen display issue with her adc freestyle libre reader that prevented her from obtaining a blood glucose result. Customer experienced symptoms described a shaking a lot, slow speech, and a loss of consciousness. Customer was seen at a hospital where she was diagnosed with hypoglycemia and treated with glucose orally, via injection, and via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was completed for the reported complaint and fs libre reader, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a frozen display issue with her adc freestyle libre reader that prevented her from obtaining a blood glucose result. Customer experienced symptoms described a shaking a lot, slow speech, and a loss of consciousness. Customer was seen at a hospital where she was diagnosed with hypoglycemia and treated with glucose orally, via injection, and via intravenous infusion. There was no report of death or permanent injury associated with this event.